Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined additional troubleshooting regarding the issue and continued to use current cartridge. Additionally, it was reported that the customer received a power source alert after plugging the pump into a portable charging station, which resulted in the battery gauge fluctuating. The customer continued to use the pump for insulin therapy. The customer's blood glucose level was 188 m/dl.